Manufacturer narrative:
(B)(4) date sent to the FDA: 08/10/2016. (B)(4). Additional information:- the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: date and name of index surgical procedure? (B)(6) 2016 and did pediatric congenital heart surgery (asd+psd+pda). It has been reported that preliminary judgment that right incision using surgicel had direct relation with infant death. What is meant by right incision? Unknown. Exactly where was the surgicel used? Myocardial incision. How much surgicel was used during the procedure? Na. Was the surgicel product left in place? If yes, how much? Yes, but details unknown. What is the lot number of the product used? According to feedback from dealer, three lots jlb0041, jlb0741 and jmb1291 were sent in this hospital during period from (B)(6). Were there any concurrent products used during the procedure? Unknown. What were the symptoms following the index surgical procedure? What was the onset date of symptoms? No information available. Please provide justification as to why the granuloma is related to the patient¿s death. No information available. What is the date of the autopsy? No information available. Are the results of the autopsy available? The result shows: granuloma in right atrium after the operation affect the conduction system which lead to acute heart failure and death. What is physicians opinion as to the etiology of or contributing factors to this event? Do not agree with the forensic identification, consider using hemostatic material is one of the common operation of the heart surgery. Is the surgeon interested in speaking to an ethicon medical professional? No information available. The patient demographic info: weight, bmi at the time of index procedure. No information available. Any other relevant patient history/concomitant medications? No information available.

Event description:
It was reported that an infant underwent a pediatric congenital heart surgical procedure, asd,psd and pda , on (B)(6) 2016 and the absorbable hemostat was used on myocardial incision. About one month following the procedure, the infant died. Recently autopsy was made in the hospital and shows that granuloma in the right atrium after the operation affect the conduction system which lead to acute heart failure and death. The forensic examiner opined that absorbable hemostat was not completely absorbed which lead to inflammatory granuloma in the right atrium causing infant's death. The surgeon does not agree with the forensic identification and considers using hemostatic material as one of the common operation of the heart surgery. Additional information has been requested.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4). In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.